Manufacturer narrative:
All available information was investigated, and the reported unintended movement and physical resistance were not confirmed during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated, and a conclusive cause for unintended movement and physical resistance could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An ntr clip was inserted and the leaflets were successfully captured. However, it was observed the clip opened while establishing final arm angle (efaa). It was noted that when turning the arm positioner, resistance was felt. Troubleshooting was performed, but the issue continued to occur. Therefore, the physician decided to remove the clip and replace it. Two clips were then successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement and physician resistance. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An ntr clip was inserted and the leaflets were successfully captured. However, it was observed the clip opened while establishing final arm angle (efaa). It was noted that when turning the arm positioner, resistance was felt. Troubleshooting was performed, but the issue continued to occur. Therefore, the physician decided to remove the clip and replace it. Two clips were then successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.